Event description:
It was reported that the patient presented into clinic after receiving appropriate therapy. Upon interrogation a message for a possible high voltage lead issue was observed. Low, out of range hv lead impedance measurement was noted. Programming changes were made to exclude the svc coil. Defibrillation testing results found normal functionality.